Manufacturer narrative:
(B)(4). Date sent: 03/03/2021. Additional information received: maude report: mw5098888.

Manufacturer narrative:
(B)(4). Batch #: unknown. No number was provided. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported, during lap assisted closure of colostomy/mobilization of splenic flexor/small bowel resection/lysis of adhesions and primary repair of incisional hernia, echelon circular powered stapler did not fire. The device showed an indicator light that it was ready to use but was apparently in a used type position, so it did not work as intended. No patient injury.

Manufacturer narrative:
(B)(4). Batch # u5d39d, component code = mechanical (g04). Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were staples present, while green checkmark was it upon insertion of the battery. The device seemingly was not reset during assembly and testing process before staples were loaded and shipped to the customer. The device was reset with reverse battery after which with forward battery installed, it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.